Event description:
Information was received from multiple sources (manufacturer representative, friend/family member) regarding a patient having pre-operative diagnosis for stenosis. Procedure or technique used was acdf. Levels implanted c3-4. It was reported that while using this driver the tip cracked. It could no longer be used. The small driver bit was broken at the end of the case. The procedure was completed without delay or negative consequences to the patient. There was no fragment left inside the patient. There was no patient symptom reported. There were no further complications reported regarding the event. The product did not come into contact with the patient. When loading a screw, it was discovered it was broken.

Manufacturer narrative:
H6: neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Corrected b5 and g2. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare professional, friend/family member) regarding a patient having pre-operative diagnosis for stenosis. Procedure or technique used was acdf. Levels implanted c3-4. It was reported that while using this driver the tip cracked. It could no longer be used. The small driver bit was broken at the end of the case. The procedure was completed without delay or negative consequences to the patient. There was no fragment left inside the patient. There was no patient symptom reported. There were no further complications reported regarding the event. The product did not come into contact with the patient. When loading a screw, it was discovered it was broken.